Event description:
It was reported that the patient was not recovering well following the initial surgery. Imaging identified that several of the implanted screws had missed bone and was malpositioned. Revision surgery was performed two days post-operatively to adjust screw trajectories.

Manufacturer narrative:
Investigation confirmed the surgical case was completed with screws that deviated from the plan and missed bony anatomy. Revision surgery was performed to reposition the screws to new trajectories. The user technique resulted in poor manual registration. The scan did not capture all of the fiducial markers necessary to automatically register. The user chose lo manually register and finished registration with some markers only partially visible on the patient.